Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 2360 g/m.

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the needle popped off near the end of the closure. Another like device was used to complete the procedure. Nothing fell into the patient. No adverse patient consequences were reported. No additional information was provided.